Event description:
Customer alleges both cane bases are crooked and wobbly. (B)(4). No injury alleged.

Manufacturer narrative:
The dealer stated that the box of 2 canes arrived with bases that are crooked and wobbly. This is an out of box failure and product never reached a consumer. Product was replaced under warranty order (B)(4) and product is being returned to invacare for an inspection and evaluation under the same order #. No injury alleged.